Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. Based in the information available, the exact cause of the peritonitis cannot be determined. However, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of the organism enterococcus which is an organism that is found in human intestines which maybe associated with peritonitis via touch contamination or transmural transmission of bacteria. Peritonitis is a well-documented complication in patients undergoing pd therapy.

Event description:
It was reported by a registered nurse (rn) that this patient on peritoneal dialysis (pd) was hospitalized on (B)(6) 2021 with peritonitis. In additional follow-up, the reporting nurse confirmed the dates of hospitalization for peritonitis which was characterized by symptom of abdominal pain. The nurse indicated the patient¿s pd culture (obtained on (B)(6) 2021) grew the bacteria enterococcus. While hospitalized, the patient was treated with unknown antibiotics and continued pd therapy. The patient was the subsequently discharged home and is reportedly continuing antibiotic therapy with vancomycin 1 gram intra-peritoneal (ip). Per the nurse, the patient is recovering from the event and continues pd with the same home cycler without any adverse effects. The patient¿s nurse confirmed the patient did not have any issues with fresenius device or product in relation to the peritonitis event. The nurse was not able to identify the exact mechanism for peritonitis with enterococcus which is bacteria that is from the gastrointestinal tract.